Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
It was reported that a thrombectomy was performed for a middle cerebral artery ¿m1 section occluded and accompanied by atheroma. It was noted that there was difficulty to withdraw the stent retriever from the vessel due to atheroma. The procedure was completed successfully with two passes of a stent retriever (subject device) and a microcatheter. Thrombolysis in cerebral infarction (tici) score of 2a was achieved. ¿the removed white thrombus was submitted to pathological examination and an unknown artificial material was found inside the thrombus during the examination¿. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. A review of the pathology imaging provided did not confirm the reported unknown artificial material. Based on the information currently available the exact cause for the reported difficulty to withdraw retriever and unknown artificial material cannot be determined. Adverse event/product problem: corrected from product problem to adverse event. Outcomes attributed to ae: added "other serious (important medical event). Expiration date: added. Type of reportable event: corrected from malfunction to serious injury manufacturing date: added. (B)(4).

Event description:
It was reported that a thrombectomy was performed for a middle cerebral artery ¿m1 section occluded and accompanied by atheroma. It was noted that there was difficulty to withdraw the stent retriever from the vessel due to atheroma. The procedure was completed successfully with two passes of a stent retriever (subject device) and a microcatheter. Thrombolysis in cerebral infarction (tici) score of 2a was achieved. ¿the removed white thrombus was submitted to pathological examination and an unknown artificial material was found inside the thrombus during the examination¿. There was no clinical consequences to the patient.